Event description:
Had essure inserted in 2009, and it was very painful. Over the next few years I had low back pain, heavy periods, long periods and no sex drive. I did not relate these to essure. My ob/gyn thought they were due to being pre-menopausal. I had essure removed (B)(6) 2015, and three days post op my chronic back pain was gone! (B)(6).